Event description:
The advocate stated the customer tested her blood glucose and received a reading of 298 mg/dl using her breeze meter. She retested using another meter and received a reading of 144 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. A new breeze2 meter kit was sent to the customer.